Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient showing on a leave of absence which controls all movement of patients in pyxis. The leave was reversed and was changed back to admitted, however patient still showing in pyxis on leave of absence. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) contacted the customer and requested to send the correct code for the patient as the customer send wrong code. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.